Event description:
Additional information was received. It was reported that the cause of the issue was due to a poor connection between two can bus connectors that when pushed together, the system would proceed to complete initialization.

Manufacturer narrative:
H2: additional information: additional information was received. See b5. H2, h3: device evaluation: medtronic received additional information that the system analysis for this event was completed and provided in reg report (B)(4). See reg report(B)(4) for analysis summary and applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initializing after moving the system into the operating room (or). When in the hallway everything was green and the system was ready for use. After bringing it into the or, the pendant on the image acquisition system (ias) said that the mobile viewing station was not connected. They performed a hard reboot, however, it took the ias approximately 3 minutes to do. After the reboot, they were still getting the same error. To troubleshoot, the clinical specialist tried to re-verify home, with intent to try to boot up the systems independently and then connect the systems if re-verifying was unsuccessful. Additional information received later that day stated the clinical specialist stated that the system was rebooted and received motion calibration error. The system re-calibrated and functioned properly. There was a delay in procedure of less than 1 hour. There was no patient impact correlated with this event.